Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar curved scissors (mcs) instrument to perform failure analysis (fa). The instrument was found to have a broken tube extension at the orange plastic section. The tube extension was broken and there may be missing pieces, but the size of the missing pieces cannot be confirmed. Thermal damage was not observed. Additional observation related to customer complaint: the instrument was found to have dislodged proximal clevis at the tube extension. The proximal clevis became dislodged due to the broken main tube extension. The probable root cause of a broken tube extension is attributed to damage during use, which may result from inadvertent collisions with other instruments, instruments driven outside the field of view, or using the mcs instrument to retract anatomy. The mcs instrument has an over molded design at the tube extension location, which can allow cleaning chemicals to seep into the main tube/extension tube interface that enable prolonged chemical exposure and hence accelerate material degradation. Adequate rinsing during the cleaning process is critical to ensure all chemicals have been removed from this over molded area. Applying excessive force on the mcs instrument tips during handling, insertion, usage (overloading), or removal can cause breakage.

Event description:
It was reported that during central processing, the monopolar curved scissors instrument arm overextended at joint. There was no report of patient involvement or patient injury.